Event description:
It was reported that the patient presented in clinic for a follow-up experiencing fatigue. Upon review, the pacemaker exhibited backup vvi operation. A device download was performed successfully. The patient was stable.